Manufacturer narrative:
The zoom 71 was retained by the account and not returned for investigation. Although the lot number was not provided, all lots shipped to the account 6 months prior to complaint initiation were reviewed. The manufacturing records confirmed the product met all the design and manufacturing specifications. Without the return of the device, the exact root cause for the shaft break could not be determined, however based on the limited case information provided the zoom 71 distal portion was aspirated into the side port of the rhv. The catheter was then pulled which likely caused the shaft break.

Event description:
It was reported that a patient had a mechanical thrombectomy for treatment of an occlusion at an unknown segment. Access was obtained with a third-party access catheter using a third-party rotating hemostasis valve (rhv) and a zoom 71 catheter. During removal of zoom 71, after the first pass, the distal portion of the zoom 71 catheter became stuck in the side port of the rhv while under dual aspiration. The physician attempted to pull the catheter at which point the distal portion of the shaft broke. The physician then removed the rhv with the distal segment of the zoom 71 inside it. There was no patient sequelae.

Manufacturer narrative:
The following fields were updated: b4: date of this report. B5: describe event or problem. D9: is this device available for evaluation? G3:.date received by manufacturer. G6: type of report. H2: if follow-up, what type? H3: device evaluated by manufacturer. H6: adverse event problem codes. H11: additional manufacturer narrative. The zoom 71 was returned separated into distal and proximal catheter segments. A third-party guide wire was also returned. Device investigation noted damage which suggests an axial force was applied during the procedure resulting in stretching of shaft materials prior to the device breaking. Kink damage was observed on each of the zoom 71 catheter segments and tip damage was observed on the distal segment. No obvious damage was noted on the third-party guide wire. Without return of the third-party rhv, the exact root cause for the shaft break could not be determined from the device investigation. The returned device investigation findings do align with the event description whereby the zoom 71 distal portion was aspirated into the side port of the rhv and the catheter was then pulled which likely caused the shaft break.

Event description:
This follow-up supplemental report #1 is being submitted to advise pertinent device analysis findings.